Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated.the complaint cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and both the modes were successfully passed the tests and functions as intended. Since the reported condition was not confirmed and no defect found the root cause for the reported failure cannot be determined.a manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that they are having failures in vapr s90 4.0mm w/integr hdp. The problem is the coagulation button. It was mentioned that they have 3 cases with the same problem in 2 weeks. The lot number for three claims is u1810065. This is for patient 3 of 3. Additional information provided by the affiliate reported the alleged malfunction occurred during a shoulder procedure. The affiliate reported there was an approximate 10 minute surgical delay in order to replace the damaged vapr electrode. It was also reported the procedure was able to be completed with a new electrode and no patient or user harm occurred. Further surgical intervention is not planned. The affiliate later reported the product code reported; 225370, was in fact correct. The affiliate also reported the foot pedal was available as an alternative but was not used due to doctor preference. The affiliate reported the coagulation function of the electrode did not work but the ablation function did operate correctly.